Manufacturer narrative:
(B)(4). The device was evaluated onsite by the hospital biomedical engineering department. The reported symptom could not be reproduced. There were no ECG strips or event summary available for review. The device passed all required testing and remains at the customer site. There is no info that supports that a malfunction of the device occurred. No conclusion can be drawn.

Event description:
The customer reported that the device delivered therapy without the charge/shock button being pressed. The customer reported that the involved pt survived the shock but later passed away. The pt condition was stated to be declining prior to the reported delivery of energy. The pt had been connected to the defibrillator as a precaution. The pt was not in a shockable rhythm. At some point after the pt reportedly received the inadvertent shock, the pt was intubated and was transferred to a different pt care unit. The pt later died. There was no injury to the clinical staff.